Manufacturer narrative:
Investigation: the customer returned one used trima disposable set for investigation. Initial observations confirmed the presence of blood throughout the set including the plasma and platelet lines and pump headers. Further observations noted clumping present in the return pressure sensor, inlet trap, four lumen, channel and the plasma and platelet pump header. The mini pinch clamps were assembled correctly and were in the closed positions, however the mini pinch clamp was not flossed correctly on the rbc line. Further inspection noted severe kinks on the inlet line to centrifuge, rbc and platelet lines from the centrifuge with a minor indentation noted on the plasma line from the centrifuge located at approximately 12.5 cm from the cassette. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the overflow into the platelet concentrate when the additive solution was added. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA. The wbc count is not available, at this time.

Manufacturer narrative:
This report is being filed to provide additional information in b.6,h.6 and h.10. Investigation : the run data file (rdf) was analyzed for this event. The generation of the ¿platelet additive solution prime error¿ was due to fluid seen at the lower level sensor sooner than expected during the additive solution priming sequence. During the pas addition phase, the device checks the correct closing of the channel line clamps. A ¿channel line clamp error¿ is generated when the device cannot verify that the channel lines are completely occluded. Possible causes for a ¿platelet additive solution prime error¿ and a ¿channel line clamp error¿ are, but are not limited to channel line clamps not fully closed or platelet additive solution connected too soon. The analysis of the run data file during the pas addition showed rbcs consistently passed the rbc detector from the beginning of the process. This can happen if one or more of the 3 channel clamps are left open or if partial occluded during the pas addition phase. If these clamps are not fully occluding the channel line, fluid from the channel containing rbcs and wbcs, is pulled up and can enter the product bags causing the product to turn pink or red. There are two verifications in place that check the status of the channel clamps. One is active during prime of the pas solution and uses the return reservoir volume to confirm if the clamps are closed. The verification during the addition phase is based on a change of the rbc detector reading. If the reading increases too much beyond the baseline, then an alert is generated. The system used the existing baseline which upon pas addition did not recognize the additional rbcs in the line. This indicates that one or more of the 3 channel lines were partially clamped and not fully occluded from the beginning of pas addition. A review of the certificate of compliance for this lot shows that this lot met all acceptance criteria for release. Corrective action: an internal CAPA has been opened to evaluate white blood cell (wbc) contamination in relation to a recent increase in the number of reported wbc contaminations. Investigation is in process. A follow up report will be provided.

Event description:
The customer declined to provide any additional information, including wbc count, for this event.

Manufacturer narrative:
Investigation: further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was confirmed that the trima machine flagged the rum for wbc contamination due to clamping error. Correction: the customer declined the request for retraining. No further correction is recommended for this specific reported incident. Root cause: the generation of the ¿platelet additive solution prime error¿ was due to fluid seen at the lower level sensor sooner than expected during the additive solution priming sequence. During the pas addition phase, the device checks the correct closing of the channel line clamps. A ¿channel line clamp error¿ is generated when the device cannot verify that the channel lines are completely occluded. Possible causes for a ¿platelet additive solution prime error¿ and a ¿channel line clamp error¿ are, but are not limited to channel line clamps not fully closed or platelet additive solution connected too soon. The analysis of the run data file during the pas addition showed rbcs consistently passed the rbc detector from the beginning of the process. This can happen if one or more of the 3 channel clamps are left open or if partial occluded during the pas addition phase. If these clamps are not fully occluding the channel line, fluid from the channel containing rbcs and wbcs, is pulled up and can enter the product bags causing the product to turn pink or red. There are two verifications in place that check the status of the channel clamps. One is active during prime of the pas solution and uses the return reservoir volume to confirm if the clamps are closed. The verification during the addition phase is based on a change of the rbc detector reading. If the reading increases too much beyond the baseline, then an alert is generated. The system used the existing baseline which upon pas addition did not recognize the additional rbcs in the line. This indicates that one or more of the 3 channel lines were partially clamped and not fully occluded from the beginning of pas addition.

Manufacturer narrative:
This report is being filed to provide additional information in e.1. Investigation is in process. A follow up report will be provided.